Event description:
A surgeon reported a pt with decreased visual acuity and glistenings noted in the intraocular lens (iol) following iol implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg. Documentation. Add'l info was requested on 11/03/2009, 11/12/2009, and 11/18/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).